Event description:
The customer reported the device powered off during monitoring of a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.